Manufacturer narrative:
Na.

Event description:
The nurse complained of missing segments from the display of the coaguchek xs meter which could impact the interpretation of the results. The nurse performed a display check. There were segments missing and the nurse could not see two of the three "8's". There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated.this also affects the battery contacts on the circuit board, which are interrupted by this and the connections of the controller that lead to the display. These findings are consistent with the customer's allegation.